Event description:
2024-oct-11 (B)(4) (con): information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient reported change to where the stimulation was after having a fall. Impedances were all normal, but when testing out the lead she was receiving mostly abdominal stimulation. She mentioned that she did get an x-ray after the fall which showed the lead migrated a full level. The issue remains ongoing at this time.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2024, product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 19-jul-2028, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.